Event description:
Could not connect the mc hub to the angio tube. This pt was undergoing a tae procedure within the right hepatic artery, approached from the right femoral artery. Difficulty was experienced to connect the prowler microcatheter hub (606-2310j), to the angio tube of the power injector. Therefore, a 2-way stopcock was connected between the mc and the angio tube to continue the procedure, which was successfully completed. There was no info of the vessel characteristics and the pt. The prod was clinically used without any adverse consequence to the pt.

Manufacturer narrative:
The prod has been returned for eval and testing, however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days upon receipt.